Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, outside of the user report, the following reportable malfunctions were identified during the device evaluation: 1. Due to corrosion on plug unit, b30(scope communication error) occurred, and no image was displayed. 2. The distal end had foreign objects. Based on the results of the investigation and historical data for the first additional finding, reasonably known information suggests probable causes such as electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the imager components without any design or manufacturing defects. Based on the results of the investigation for the second additional finding; a residual foreign material was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope displayed an error with reference e226 (communication error). It is unknow when the event occurred. There were no reports of patient harm.